Event description:
Customer stated "the cannula never inserted right." She woke up with bg reading high (indicating levels greater than 500 mg/dl) and noticed insulin leaking from the pod. The pod was not returned for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to assess product condition to determine if any malfunction or defect occurred. A cannula that is not inserted properly would likely impede insulin delivery and lead to hyperglycemia. An improperly inserted cannula may be an indication of a needle mechanism failure or a result of a dislodged cannula. Since the pod was not returned, no malfunction can be confirmed. Furthermore, a lab eval, cannot determined if a cannula dislodged from the customer's skin. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. The user guide warns that "test results greater han 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remains high after a total of 4 hours then replace the pod and contact an hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.